Event description:
A patient reported that their meter had strip insertion issue and also a power issue. Medical affairs specialist spoke with the patient in 2003 and patient provided additional information. Patient was having problems with the meter since may/june 2002. Patient stated that the meter would not read the test strips sometimes and was going through a lot of strips to get a reading. One day in 2002 (date uknown), patient was at work in late afternoon and was feeling low symptoms (did not provide specific symptoms). Patient's co-worker drove them to the emergency room and the ER meter read 40mg/dl. Patient was placed on IV glucose and kept there for 1 hour and returned back to work that day. Patient stated that they had not tested on the meter when they were feeling low--"tried testing on the meter earlier that morning at home". Patient had felt fine that morning and had taken their set amount of morning insulin. After that day, patient had tried using the meter just one, but noticed that it did not have any power-"maybe the battery ran out". Patient had not seen the battery symbol prior to this. "By now, did not trust the meter anyways". Patient stopped using the meter and went on using their back-up fasttake meter. The one touch ultra meter was replaced for them. The meter did not contribute to the patient's hypoglycmeic state since patient had not tried using the meter when they started feeling low (had used the meter earlier in the morning at home) and had not based any insulin dosage on the meter reading.)